Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation: as initially reported to customer relations: on 03aug2021our european shared service center (essc) received a complaint from the helios beschaffungs management gmbh facility, located in berlin, germany. The facility reported several problems with the ultrathane mac-loc locking loop biliary drainage catheter, lot number unknown. The customer reported in the initial complaint that both 8.0 french and 10.2 french devices were used but did not provide the specific rpn for this event. The blue stiffening catheter was advanced over a 0.035 boston scientific dream wire. However, strong resistance was encountered when the wire was attempted to be removed. The blue stiffening cannula separated when the attempt was made to remove the guide wire. The remaining portion of the ultrathane mac-loc locking loop biliary drainage catheter had to be cut open to remove the portion of the blue stiffening cannula. The drainage catheter was removed. The guide wire was also removed and replaced with a 0.035 amplatz steel wire. A new drainage tube was then placed. A review of documentation including the manufacturing instruction, instructions for use (IFU), quality control and specifications of the device was conducted during the investigation. The complaint device was not returned to the manufacturer for investigation; therefore no physical examination could be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that the risks associated with this device are acceptable when weighed against the benefits. A total of four lots (10113459, 10113448, 13220947 and 13982261) were identified as being sold to the complaint facility between 03aug2018 and 03aug2021. A review of the device history record (DHR) for these lots confirmed no related non-conformances. To date, a further search of our database records revealed this complaint to be the only reported complaint associated with the complaint lot numbers. Since there is objective evidence the DHR was fully executed, and there are no related non-conformances and no additional complaints from the same lot having the reported difficulties received from the field, cook has concluded that there is no evidence that non-conforming product exists in house, in the field and that device was manufactured to current specification. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: a tfe-coated wire guide must be used with ultrathane catheters. How supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA was previously opened to address the issue of difficult advancement and removal of the flexible stiffener. The CAPA concluded that the failure was related to supplier manufacturing of the catheter tubing. The exact lot number and manufacture date for this device are unknown, therefore, it is possible that supplier manufacturing contributed to this failure, but this was not confirmed. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has bee provided since the previous medwatch report was submitted.

Manufacturer narrative:
Additional procodes: fge, lje. Occupation: unknown. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an unspecified ultrathane mac-loc locking loop biliary drainage catheter for a percutaneous transhepatic cholangiography and drainage tube exchange. During the procedure, the physician had difficulty removing the flexible stiffener. Eventually, the stiffener was "torn off" within the catheter. The physician cut open the catheter and the remaining separated portion of the stiffener was removed from the catheter. The catheter was being used with a competitor's wire that is not tfe-coated. Another similar device, while utilizing a different wire guide, was placed to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.